Event description:
Patient admitted with weakness; history of congestive heart failure and chronic renal failure. Had previous myocardial infarction in 1991. Patient had been in a posey vest which he had completely dismantled. On rounds, nurse found patient lying on right side, upper body wedged between mattress and siderail, lower body hanging out of bed (between upper and lower siderail) with feet barely touching floor. Patient was not moving when found. Had abrasious on left hand. Patient expired within 1 hour, 15 minutes. Physician documentation says "patient expired etiology unclear". Cause of death listed as cardiac arrhythmiainvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.